Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID 3987a, lot# n242368, implanted: (B)(6) 2011, product type: lead. Product ID 37712, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. Product ID 3987a, lot# n270796, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
It was reported that the stimulation from the patient's implantable neurostimulator (ins) had been cutting on/off for the last 6 months (since (B)(6) 2015). The indications for use for the implanted device were noted as rsd/causalgia-complex regional pain syndrome. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. See manufacturer's report #3004209178-2015-22867 for the patient's other device issue